Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, erroneous results- elevated nst test were seen in an unspecified number of samples. It was determined that hemolysis and poor barrier separation contributed to the elevated results. No adverse impact was reported regarding the patient or user.